Manufacturer narrative:
This report originally filed as MDR no. From site 1644019-2023-00049. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the doctors had a concern that might be the blades which were received in the paks were found to be dull. The procedure details and there was no report of patient harm. This is one of three reports.